Event description:
Regarding a sling used in a sacral colpopexy procedure, a revision procedure was performed to trim the portion of sling that had eroded through the vaginal wall. Eventually, a procedure was performed to remove the remainder of the sling.